Event description:
Suction coagulator being used on adenoids when a spark occurred at the tip. Instrument immediately removed and saline applied to area. No evidence of burn or mucosal injury noted in the oral cavity.